Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer blood glucose value was 23.1 mmol/l. The customer reported that insulin pump had motor error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Displacement test was passed. The insulin pump will not be returned for analysis.